Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The distributor reported that the device was defective on arrival and that the speaker has no function and there is no alarm signal. The device was not in use on a patient.